Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited lead noise. The programming changes were made but the anomaly was not resolved. The patient was stable in condition.